Event description:
Initially it was reported by arjohuntleigh rep that tub was tipping during use. "Staff indicated that a patient was on the alenti tub chair in the tub. After finishing the bath they began raising the pt out of the tub. As the tub chair was raising, it caught the tub and raised the shell and tilted back the tub. The staff noticed the tub was raising quickly started lowering the tub chair back to its original position and in doing so the tub let go and hit the floor with a bang. After the tub was in its original position they raised the patient out of the tub with no incident the second time." From the info received no injury occurred to the patient or caregiver. Patient was positioned in alenti chair. Reference MFR report number: 9611530-2014-00029.